Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in hospital due to a slow heart rate. Electrocardiogram showed third-degree atrioventricular block. Diagnostic imaging confirmed lead location was normal. Programming changes were made and solved the unspecified issue. Patient was stable and will continue with regular follow-ups.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.